Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue occurred. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time before the alleged issue occurred she developed symptoms of ¿sweating and dizziness¿ and that in (B)(6) 2015 she was treated in a hospital with glyburide pills. During troubleshooting the cca noted that test strips had not expired and the customer followed the correct testing procedure. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to the meter issue and did not receive any medical intervention for an acute diabetes excursion. This complaint is being reported as the alleged issue was not resolved with troubleshooting.